Event description:
The patient had a de novo lesion in the distal right coronary artery. The lesion was moderately tortuous and heavily calcified with 90% stenosis. A 7f guiding catheter was engaged, then a balloon catheter crossed with out any complications. Then a 2.75 x 23mm cypher was being delivered to the lesion but would not cross. Anchor balloon technique and double wire technique were conducted, but the cypher could not pass. The cypher was going to be retrieved, but it was stuck in the mid right coronary artery. It was confirmed that the proximal portion of the stent was crushed to the vertical axis and the stent length "got short". The physician retrieved the cypher by force, and the stent dislodged at the mid right coronary artery. An unsuccessful attempt was made to retrieve the stent with a snare. Another 2.75 x 23mm cypher was delivered, to where the dislodged stent was, and it was dilated as it "crushed the dislodged stent to the blood vessel". The distal right coronary artery was treated with a micro driver bare metal stent. It was also noted that the shaft was elongated as the transition seal portion.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.